Event description:
Philips received a complaint on the mrx device indicating that there was an error. There was no patient involvement. The asp evaluated the device on site and after the extensive diagnosis and testing performed no device malfunction was determined. The device successfully passed all test and confirmed fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.